Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, migraine headache, gerd, r sciatica, groin pain and rectal bleeding. Concomitant products included amitriptyline pamoate (elavil), clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury, psychological or psychiatric problems: depression"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("psych injury, psychological or psychiatric problems: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removed by hyst. (Full),salping.(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection and vaginal haemorrhage had resolved and the depression, migraine, nausea, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for - pelvic/abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, dyspareunia, uti. Discrepancy noted in essure removal date. Discrepancy noted in essure confirmation test: no (as written per pfs, please note discrepancy) discrepancy noted in essure removal date.(B)(6) 2017; diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, event post removal complication , event outcome and rcc comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, migraine headache, gerd, sciatica, groin pain and rectal bleeding. Concomitant products included amitriptyline pamoate (elavil), clonazepam (klonopin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury, psychological or psychiatric problems: depression"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("psych injury, psychological or psychiatric problems: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (essure removed by hyst. (Full),salping.(unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and urinary tract infection had resolved and the depression, vaginal haemorrhage, migraine, nausea and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for - pelvic/abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, dyspareunia, uti. Discrepancy noted in essure removal date. Discrepancy noted in essure confirmation test: no (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received events " abnormal bleeding (vaginal), migraines/headaches, nausea,anxiety, depression and mental anguish" were added. Reporter information, concomitant drugs, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: urinary tract infection"). The patient was treated with surgery (essure removed by hyst. (Full), salping.(unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for - pelvic/abdominal pain, dysmenorrhea, menorrhagia, genital bleeding, dyspareunia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident. Event was added- abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, psych injury and bladder/urinary problems: urinary tract infection. Product information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.